Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital with pulseless electrical activity (pea). A device interrogation was performed, however, hospital staff did not request review of the data by boston scientific technical services (ts). No additional adverse patient effects were reported. This product remains implanted and in service.